Manufacturer narrative:
E1: initial reporter address :(B)(6). The device was received for evaluation. During evaluation, review of the event history log showed system error 345 (thermistor disparity). Evaluation was able to load a set and run multiple infusions with no discrepancies. Upstream and downstream calibrations were in specification. A service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The cause of the condition could not be determined. The I/o pcb will be replaced as a precautionary measure as a known contributor for the possibility of leaking varistors. I/o shielding and foam strips will also be replaced. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum pump, the device alarmed system error 345 (thermistor disparity). No additional information is available.